Event description:
The patient requested a cleaning of the external components due to regular sweating. During that leaking electrolyte fluids from the dacapo power pack were detected. However neither patient contact nor injuries have been reported.

Manufacturer narrative:
The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed, most likely due to external mechanical stress. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. No patient injury due to leaking electrolyte has been reported.